Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented with a pseudoaneurysm of previous grafts with visceral aneurysm and also a separate thoracoabdominal aneurysm involving the subclavian. It was reported that the first device implanted was a 40 mm stent graft which "misaligned" during deployment. The physician pulled it back as far as possible but was unable to correct the misaligned apex of the stent graft resulting in inaccurate delivery and a type I endoleak. The physician placed another 40 mm proximal to the misaligned deployment device and achieved a good seal. The physician continued with the procedure and performed as planned, a debranching of the visceral vasculature, the physician used a single 38 mm to exclude the disbranched thoraco-abdominal-aneurysm. The device was deployed misaligned. The physician pulled the stent graft down however was unable to correct the misaligned apex and resulted with inaccurate delivery of the stent graft and there was distal type I endoleak. The physician placed another talent thoracic device and the type I endoleak was repaired. Additional information was received as follows: it was reported that on the 3 year follow-up there was stent graft migration of 27mm. Upon review of the site image form it was noted that at the 1 month site image report, the maximum taa diameter was 29 mm and at the 3 year follow-up the maximum taa diameter was 55 mm (26 mm growth). Patient could not have mra or CT with contrast. Therefore, although not directly observable, due to increase in aneurysm size and stent graft migration, it is assumed there is an endoleak. It was reported that the patient was admitted to the hospital and the CT revealed that there was stent graft migration with a type iii endoleak, component separation. An aortogram was performed the following day confirming the separation at the proximal and distal portion of the mid-descending aorta. The patient underwent a secondary intervention at which point the previously implanted stent graft was successfully relined. The patient recovered. The investigator assessed that this event is both device and procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, migration); patient's condition affected effectiveness of device (disease progression) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression).